Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit touch panel is not responding. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit touch panel is not responding.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to replicate the issue. Touch panel unit failure. In order to resolve the issue, the fse replaced the touch panel unit. The fse confirmed operation of the device.